Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission noted that the right ventricular (rv) lead exhibited noise oversensing resulting in pacing inhibition. Rv lead replacement was suggested, no changes or intervention was reported. The patient condition was not known.